Manufacturer narrative:
B3: event date month and day provided(11/4), year is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional information becomes available.

Event description:
It was reported, that the device had a error 1720 that occurred. There was patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
B5: updated investigation summary: the affected device was returned for evaluation. Visual inspection performed. Lcd (liquid crystal display) failure on screen was confirmed. As a result of checking the log, it confirmed that there was a record of occurred error code 1720 when the pump power on (B)(6) 2024. Performed functional testing. The customer's reported problem was confirmed. The possible root cause was the defective back up capacitor. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information provided: there was patient involvement, and no patient harm/adverse event reported.